Event description:
A portion of the device broke free from the instrument during use. The piece was retrieved by the surgeon at the time of event. Hosp reported no pt injury as a result of this situation, and no delay as a back up device was on hand.